Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with a cervical hernia underwent an anterior cervical decompression and fusion at c4-c7 (c6 corpectomy with iliac bone grafting and plate fixation at c5-c7). On an unknown date, the patient visited the facility for an examination for leg pain and an x-ray found a back-out of a caudal fixing screw of the cervical plate. Its head reportedly protruded a bit from the locking ring and the lower part of the plate rose up a little. No revision surgery has been scheduled.